Event description:
On 8/18/96 at 19:00 hours, the balloon was inserted into the pt. On 8/20 at 8/20 at 20:00hours, blood flowed into the tubing. No alarm sounded.

Manufacturer narrative:
This form was completed by the MFR. Section f was aslo completed by the MFR. No medwatch form was received from the initial reporter or product user. Underwater leak testing revealed a leak in the membrane under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical apperance of an abrasion mark. The penetrartion within an abraison mark is typical of that produced by calcified plaque during iabp. Device label code: 1738.